Manufacturer narrative:
The customers experience of would not start infusion was not confirmed or replicated during testing. The device was able to connect on both sides and would infuse as expected. Functional testing performed on source pump module sn: (B)(4) found the device operating in specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the rn tried to initiate an IV infusion while using an alaris pump and it wouldn't start. The nurse was unable to program or start an infusion and was required to use a different pump in order to infuse the unspecified IV fluids. The device was sent to their biomed department in which biomed tested the unit and found that the pump module was not recognized by the pcu. Biomed then moved the pump module to the other side of the pcu only to find that it demonstrated the same issue. Biomed decided to send the unit in for repair after they were able to confirm that the device would not infuse. The customer stated that there was no patient involvement.